Manufacturer narrative:
A1: updated. B3: updated. H3 and h6 codes: updated. The suspect device was returned for evaluation. Review of the service history confirmed that the device had not been serviced. Visual inspection revealed the presence of an air bubble on the downstream occlusion seal. Functional testing identified error 42221 (mainboard problem) stored in the device memory. The complainant¿s allegation was confirmed. The mainboard was replaced, and the probable cause of the reported issue was determined to be a defective mainboard.

Event description:
It was stated that the pump displays an error: 42221. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.